Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and determined this was a contamination issue based on the number of positive samples in a row for this wl. Pas advised that customer should replace the sample shield, decontaminate the lab, prepare a new reagent kit, and run panel a's to get a baseline result. Hologic technical support (ts) relayed pas review to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported an increase in positivity rate on their sars-cov-2 tma runs using assay lot 304923 on panther instrument sn (B)(4). The samples were from the same collection site. The wl in question, 003945-20210915-05, had 85 positives out of 206 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.